Event description:
The customer called to report unexplained high blood glucose levels and nausea. The reported blood glucose reading at the time of the call was 266 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also reported that she was admitted to the hospital with a gall bladder infection, heart problems and high blood glucose levels. The customer stated that they were unable to bring down her blood glucose levels at the hospital. The customer had already changed her infusion set, and stated that she wanted to speak with her insulin pump trainer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.